Manufacturer narrative:
Clarification d4: left side serial number reported as (B)(6) & right-side serial number (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, affected side unknown. The device remains implanted.